Event description:
Caller reported while coming down from the 2200m mountain, the customer injected himself with 4 units of insulin via bolus when he saw a blood glucose of 480 mg/dl at 4 pm. The type of insulin was not provided. Caller stated at 5:25 pm, the customer did another test and obtained a reading of 350 mg/dl bolused 2 units of insulin. Caller reported in the car the customer's son did a test and got 120 mg/dl; time of the test was not provided. Caller stated customer lost consciousness and did not respond to any questions; son called the ambulance. Caller reported the ambulance tested the customer with their meter and they obtained readings of 3 mg/dl and 7 mg/dl, and then after that with the mobile a result of 214 mg/dl was obtained. No information was provided about the time elapsed between the results of the ambulance meter and the customers meter. No information provided as to the treatment received after the ambulance obtained the results on their meter. Customer is a pump user; brand and type was not provided. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.